Event description:
New information received notes that the patient received an inappropriate shock. Low sensing due to double counting was observed. The pace/sense portion of the lead was capped and replaced. The patient condition is good.

Event description:
It was reported that undersensing of the r wave was observed. The device was resolved by reprogramming and remains implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.